Event description:
This is report 1 of 2 of the same event. It was reported that during an unspecified surgical procedure, it was discovered that the cutter device got stuck in the attachment device. According to the report, the drill device stopped working during the surgical procedure. The reporter stated that the technician attempted to remove the cutter device and observed that the cutter device would not release. As a result, there was less than a five minute delay to the surgical procedure. A spare device was available and the surgery was completed with the spare device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device and it was discovered that the bearings were worn out and no longer in axial alignment not allowing the cutter device to be released. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.